Manufacturer narrative:
Upon review of device registration and previous MDR submitted to the FDA, discrepancies were noted. Clarification was received regarding the device registration and the following fields have been corrected: d1. D3. D4. H11: investigation findings items returned for evaluation: -pusher -implant -introducer. Items not returned for evaluation: -shrink lock -dispenser hoop -microcatheter. The visual analysis of the returned items found that the implant was not attached to the pusher, but no signs of activation were observed on the pusher heater coil , and the pusher was kinked at the distal section. The implant was found separated from the pusher and stuck inside the introducer, with observed blood residue. Further inspection found the introducer distal tip damaged. The implant was retrieved from the introducer and found to be kinked and deformed at the distal section. The investigation found the pusher's monofilament broken, which indicates that the device experienced a tensile break. Investigation conclusion: the investigation of the returned coil system found the pusher kinked at the distal section, the implant kinked and deformed at the distal section, and the implant separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The inspection of the introducer found damage at the distal tip, and combined with the damages to the implant, the cause of the reported event is consistent with the implant becoming stuck at the introducer distal tip during retraction. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant and pusher damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information was received, please see h6 and h11.

Event description:
It was reported: during splenic pseudoaneurysm coiling, they had an 8x28 coil break inside the microcatheter while trying to recapture the coil. Coil was removed. The case was completed & the patient left the procedure in stable condition. No other information was provided.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.